Manufacturer narrative:
Investigation: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Evaluation of the sample submitted indicates that the tubing and the filter port did not have sufficient solvent for the connection. Examination under magnification verifies that there is a lack of solvent residue present at the joining location. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is there was a lack of solvent connects the tubing to the filter port.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation and leakage. The following information was provided by the initial reporter: rn noticed patient's tpn dripping in to bed. On closer assessment, this rn found that the tpn tubing had split at the filter site.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation and leakage. The following information was provided by the initial reporter: rn noticed patient's tpn dripping in to bed. On closer assessment, this rn found that the tpn tubing had split at the filter site.